Event description:
The manufacturer received a phone call from the patient alleging a malfunction with a replacement device's humidifier. The "patient called in informing that his humidifier is not even heating up or producing any humidity since he received it and thus he's getting dry nose and nose bleeds." The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. Three attempts were made to have the device and components returned for evaluation and investigation, however, the patient disconnected the call and provided no further information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported received a phone call from the patient alleging a malfunction with a replacement device's humidifier. The "patient called in informing that his humidifier is not even heating up or producing any humidity since he received it and thus he's getting dry nose and nose bleeds." The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. Three attempts were made to have the device and components returned for evaluation and investigation, however, the patient disconnected the call and provided no further information. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.